Manufacturer narrative:
One photo was taken by the customer that verifies the complaint. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. A device history record review could not be performed because a lot number was not provided by the customer. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported that bd alaris smartsite pump infusion set was separated the following information was received by the initial reporter with the following verbatim. It was reported by the customer that the alaris spin collar had been separated from the tubing.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.